Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for a charge time of 32 seconds. Premature battery was alleged.